Event description:
The account generated (B)(6) architect total (B)(6) results on a patient. On (B)(6) 2010 the patient tested architect total (B)(6) 74.6 miu/ml (B)(6). On (B)(6) 2010, the patient tested architect total (B)(6) 1280 miu/ml (B)(6). On (B)(6) 2010, the patient tested architect total (B)(6) 1.7 miu/ml (B)(6). An ultrasound was performed which showed the patient was not pregnant, nor had she miscarried. The specimen from (B)(6) 2010 was processed again with a negative architect total (B)(6) result. No additional impact to patient management was reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. This report is being filed on an international product, architect total (B)(4), list 7k78, that has a similar us product distributed in the us, architect total (B)(4), list 6c21.